Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified circumflex artery. A 8x39mm omnilink stent dislodged from the stent delivery system during the procedure still within (inside) the guiding catheter. Therefore, the guiding catheter and stent delivery system were taken out altogether as a single unit and retrieved. Another omnilink was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and visual analysis was performed. The dislodgement was not confirmed as the stent was placed back on the balloon prior to returning. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.